Event description:
Initial reporter indicated that their patient had high lead impedance, after a battery replacement in 2007. X-rays were reviewed by manufacturer that showed a clear lead discontinuity. Neither a strain relief loop or strain relief bend were visualized. No tie downs were present. It was noted in the location of the generator that there were two connectors in the lead body not from manufacture, and the connector pins were inserted past the connector blocks, but were not fully inserted. Manufacturer does not recommend the use of any kind of adapter on the lead body. In the electrode region it appeared that the negative electrode was broken and the positive electrode was separated from the lead. Good faith attempts are being made for additional details surrounding the event and any interventions planned.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity and a connector that is not a cyberonics manufactured product. Device failure occurred, but did not cause or contribute to a death or serious injury.